Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment occurred. A 300cm pt²¿ guidewire was advanced to the lesion. However, the wire was kinked inside the patient's body. During removal, it was noted that the wire broke in half. Half of the wire was left in the body and the other half was pulled outside the patient's body. A snare was used to remove the wire that was left in the patient's body and the procedure was completed. No patient complications were reported.